Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and did not identify any defects. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate accuracy testing was performed and the device delivered within specification. The event history log was reviewed for the reported event date and shows multiple air in line alarms, however there are no upstream occlusion alarms. Air in the line/upstream occlusion alarms are intended alarms to ensure device works as instructed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of air in line was confirmed in the log however there is no confirmation of upstream occlusion alarms. The pump is identified to be functioning properly. No device correction is required. Full release testing will be performed to ensure full functionality of product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was infusing red blood cells and started alarming air in line when about 75% of the infusion had been administered. After re-spiking and priming another set of tubing the pump alarmed upstream occlusion. This resulted in insufficient infusion, thus a different pump was used to successfully administer the remaining blood product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.